Event description:
I had a interstim put in (B)(6) 2013 and had to have it removed in (B)(6) 2013. This device, the pain you can't put into words. It change me mentally: quick to anger. Compulsive extreme depression, yelling at people and things for no reason, no sleep, pelvic pain, back pain, shoulder pain, electric shocks shooting down my leg, foot cramps, bloating, cramps, weight gain, pain in my coccyx, unable to sit for long periods of time or lay down, couldn't go up and down stairs at all because of the pain, shortness of breath.